Event description:
Caller reported a data error alert 4 occurred after the pump ship date. Specific blood glucose value is unknown, but levels remained between 54-500mg/dl (3.0-27.7 mmol/l). Customer was informed that some history logs may have been erased; however, therapy was unaffected, and customer will continue using the pump for insulin therapy.